Event description:
It was reported that the new implanted pacemaker exhibited noise, oversensing and pacing inhibition greater than 2 seconds on the right ventricular (rv) lead. It was noted that the patient is not dependent. Currently, this product remains in service and no additional adverse patient effects were reported.